Event description:
It was reported that pump damage interfered with ability to load cartridge into pump. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, so no troubleshooting was completed and no additional information about customer actions or further support was obtained.